Event description:
While undergoing an orif of right humerus, a 2.9 ace-depuy drill bit tip broke off in the humerus. The physician was able to see the piece on the other side of the bone and removed it. Drill bit and broken piece disposed of in sharps container. No pt harm.